Event description:
It was reported 2 unspecified bd¿ pen needles were broken. The following was received from the initial reporter: patient reported 2 needles from previous shipment broke. No missed dose or adverse event reported. Unknown if patient has broken needles on hand for possible return. No further information.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default e.4. FDA notified: the initial reporter also notified the FDA via medwatch# [(B)(4)]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 unspecified bd¿ pen needles were broken. The following was received from the initial reporter: patient reported 2 needles from previous shipment broke. No missed dose or adverse event reported. Unknown if patient has broken needles on hand for possible return. No further information.